Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Reported short circuit could not be found due to severed electrode. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient reported a decrease in hearing performance and distortions with the cochlear implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient suffers from poor hearing performance and distortions with the cochlear implant. Re-implantation surgery is planned but not scheduled yet.